Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 26 millimeter (mm) transcatheter bioprosthetic valve into a previously implanted medtronic surgical valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 18 mm non-medtronic (z-med) balloon. The valve was implanted at a depth of 3 to 4 mm on the non-coronary cusp (ncc) and 4 to 6 mm on the left coronary cusp (lcc). Following the deployment of the valve, a transthoracic echocardiogram (tte) was performed which revealed an elevated gradient, with a peak gradient of approximately 60 mmhg. It was reported that prior to the valve implant, the mean gradient was reported as 41 mmhg. There was no report of thrombus on the valve. A post implant bav was performed using a 20 mm non-medtronic (z-med) balloon. Upon retrieval of the balloon, a slight resistance was felt by the physician, and after a few attempts to remove the balloon, the valve dislodged into the ascending aorta. A non-medtronic transcatheter bioprosthetic valve was implanted. Following the procedure, it was reported that the patient had suffered an optical stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Additional information was received that the cause of the stroke was embolic calcific debris noted in the cerebral vessel. It is unknown if the valve caused or contributed to the stroke. Per the physician, the aggressive attempts to withdraw the entangled valvuloplasty balloon may have caused the stroke. The patient was treated through physical and occupational therapy. The vision disturbance remained at discharge. E. Initial reporter phone number was updated to align with the facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.